Manufacturer narrative:
Device is no longer available.

Event description:
It was reported that reading was low when customer was experiencing high blood glucose symptoms. The caller was unable to recall the date of the event, it occurred 3 years ago. The patient did not take prescribed medication on the day of the event by choice. His blood glucose measure 75 mg/dl at an unknown time. He experienced symptoms of nausea, tiredness, sleeping a lot, and vomiting. The patient's wife called emt's and the patient's blood glucose measured over 600 mg/dl on their meter. He was treated with an IV of unknown content. He was transported to the hospital and admitted for 2 days. He was treated with an IV of unknown content.